Event description:
It was reported by the rep that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips would not deliver to the jaw. The surgeon converted to the er320 to complete the case. There was no pt consequence.